Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device stopped providing audible alarms and requested information about the ordering of a replacement audio card. If this issue were to occur again, there is a potential for a delayed response to a pt since product labeling does not indicate that staff must visually monitor the device display at all times.